Manufacturer narrative:
The investigation access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient condition since the patient had bleeding from multiple sites. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported the patient was on impella cp support and they had a hematoma. Two units of packed red blood cells were provided to the patient. Additionally, the patient had limb ischemia on support. Pulses were not present and they attempted to wean the pump, however the patient did not tolerate. The dressing was redone on the patient and the color returned to the patient's foot. However, the patient still had limb ischemia after redressing the access site. The staff was unable to doppler the patient's right pedal pulses. The patient expired on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿